Event description:
The technician alleged that the nurse call will not activate when you press the nurse call button on either side rail or the hand pendant. No injuries reported.

Manufacturer narrative:
The technician found that the hand pendant coming from the power control board assembly side com communications system was not fully seated all the way causing the nurse call not to work. The technician reseated the hand pendant to the power control board assembly side com communications system to resolve the issue.